Event description:
(B)(4). This unsolicited device case from united states was received on 24-may-2016 from a health care professional. This case concerns a female patient of unspecified age who experienced acute inflammatory reaction post injection after unknown latency of receiving treatment with synvisc one. The patient had one synvisc one with no symptoms six months before. No relevant medical history, concurrent condition and concomitant medications were reported. On an unknown date, the patient received treatment with intra-articular synvisc one injection once (dose, indication, lot/batch number and expiration date: not provided) into unspecified location. On an unknown date, after an unknown latency, patient had an acute inflammatory reaction post injection. It was reported that patient was a given a steroid injection a week later to calm down the inflammatory reaction. The patient declined having any more synvisc one injections. Corrective treatment: steroid. Outcome: unknown. (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention. Additional information was received on 01-jun-2016. The ptc results were added and text was amended accordingly.

Event description:
This case is cross referenced with case ID: (B)(4). This unsolicited device case from united states was received on 24-may-2016 from a health care professional. This case concerns a female patient of unspecified age who experienced acute inflammatory reaction post injection after unknown latency of receiving treatment with synvisc one. The patient had one synvisc one with no symptoms six months before. No relevant medical history, concurrent condition and concomitant medications were reported. On an unknown date, the patient received treatment with intra-articular synvisc one injection once (dose, indication, lot/batch number and expiration date: not provided) into unspecified location. On an unknown date, after an unknown latency, patient had an acute inflammatory reaction post injection. It was reported that patient was a given a steroid injection a week later to calm down the inflammatory reaction. The patient declined having any more synvisc one injections. Corrective treatment: steroid. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and the results were pending for the same. Seriousness criterion: required intervention.